Event description:
The contact called for help with the customer's meter. She stated that, the customer's blood glucose results had been higher than usual. She had performed a control test and received a result of 220 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.